Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11 corrected fields: a1, b5, d5, g3, h6 (patient codes).

Event description:
On (B)(6) 2020, the customer corrected the reported circumstances of the event. The customer indicated that the event had occurred prior to use on a patient while the cs300 intra-aortic balloon pump (iabp) was being set up. During boot-up, the iabp alarmed and generated an electrical test fails #50. There was no patient involved and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed electrical test fails #50. The iabp was swapped out with no issues. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and powered on the iabp with no issues. The fse checked the fault logs and verified 3 electrical test fails #50. Fault #50 states "motor speed out of specification replace the motor control board. Inspect the power supply to motor control board cable, and main board to motor control board cable. If fault persists, the compressor may be seized/locked or a faulty main board." The fse removed the motor control board and noticed corrosion on a few of the components which could have caused the fault. The fse replaced the motor control board and ran the iabp on a test catheter with a patient simulator for 30 minutes without any issues. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full initial reporter name is (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed electrical test fails #50. The iabp was swapped out with no issues. No patient harm, serious injury or adverse event was reported.